Manufacturer narrative:
Zoll medical corporation evaluated the device and the device performed to specification. The device went through extensive testing including defib cycling, shock testing, bench handling, and stress testing using known good cables without duplicating the report. The device was recertified and returned to the customer. Review of the device log observed multiple self test attempts at 200j. This is not an indication of a device malfunction as a self test should be performed at 30j. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device failed to discharge. Complainant indicated that there was no patient involvement in the reported malfunction.